Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, during the use of a 5f mynx control vascular closure device (vcd), ¿the transparent tube inside the sealant protection¿ was separated into two pieces. However, the device was used inside of the patient and the sealant was deployed with angiographic guidance. However, there was bleeding, and the mynx control vcd was removed. Manual compression was performed to achieve hemostasis. There was no reported injury to the patient. The device was used during a percutaneous transluminal angioplasty (pta) procedure in which a retrograde approach was made with a non-cordis catheter sheath introducer (csi). The mynx control vcd was prepped and used in accordance with the instructions for use (IFU) and there were no visible signs of damage to the device or device packaging prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the catheter sheath introducer (csi) insertion angle of 30 to 45 degrees, and a vessel diameter greater than 5mm in diameter. The puncture site did not have visible calcium, plaque, or stenosis greater than 50 percent. There were no stents placed near the access and the access site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the mynx control vcd. A non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were fully depressed, and the stopcock was found opened. The sealant was not present as expected due to the activation of the deployment system per the depression of both buttons. No separated or damaged condition could be observed with the sealant sleeves that could have resulted in the condition reported. Additionally, the syringe was returned attached device along with the related cordis csi for this analysis. No additional anomalies were observed during this analysis. A dimensional test could not be performed to measure the slit length due to the deployed state of the device. Per functional analysis, the csi introduction and withdrawal functional test was executed using the received device, which showed no reportable issues, such as friction or obstruction of the csi during the withdrawal and insertion mechanism. A product history record (phr) review of lot f2222404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿sealant sleeves (cartridge assembly)-separated¿ and ¿sealant-inability to achieve hemostasis¿ were not confirmed through analysis of the returned device since there was no separation noted and the sealant was not present. The exact cause of the issues experienced by the customer could not be determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to issue experienced by the customer since there were no damages or anomalies noted to the returned device. However, procedural/handling factors possibly contributed to the issue reported for the separated sealant sleeve. It should be noted that the slits in the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. Failing to achieve hemostasis after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. Based on the information available for review, patient factors, pharmacological factors, procedural factors and/or handling factors of the device are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ per the IFU, users are informed to maintain fingertip compression on the skin during removal of the device from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review, nor the product analysis suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending.

Event description:
As reported, during the use of a 5f mynx control vascular closure device (vcd), ¿the transparent tube inside the sealant protection¿ was separated into two pieces prior to entering the patient. The device was not available and manual compression was performed for 20 minutes and recovered. There was no reported injury to the patient. The device was used during a percutaneous transluminal angioplasty (pta) procedure in which a retrograde approach was made with a non-cordis catheter sheath introducer (csi). The mynx control vcd was prepped and used in according with the instructions for use (IFU) and there were no visible signs of damage to the device or device packaging prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the catheter sheath introducer (csi) insertion angle of 30 to 45 degrees, and a vessel diameter greater than 5mm in diameter. The puncture site did not have visible calcium, plaque, or stenosis greater than 50 percent. There were no stents placed near the access and the access site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the mynx control vcd. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2222404 presented no issues during the manufacturing process that can be related to the reported event. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt. H3 other text : this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during the use of a 5f mynx control vascular closure device (vcd), ¿the transparent tube inside the sealant protection¿ was separated into two pieces. However, the device was used inside of the patient and the sealant was deployed. There was no reported injury to the patient. The device was used during a percutaneous transluminal angioplasty (pta) procedure in which a retrograde approach was made with a non-cordis catheter sheath introducer (csi). The mynx control vcd was prepped and used in according with the instructions for use (IFU) and there were no visible signs of damage to the device or device packaging prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the catheter sheath introducer (csi) insertion angle of 30 to 45 degrees, and a vessel diameter greater than 5mm in diameter. The puncture site did not have visible calcium, plaque, or stenosis greater than 50 percent. There were no stents placed near the access and the access site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the mynx control vcd. The device will be returned for evaluation.

Event description:
As reported, during the use of a 5f mynx control vascular closure device (vcd), ¿the transparent tube inside the sealant protection¿ was separated into two pieces. However, the device was used inside of the patient and the sealant was deployed with angiographic guidance. However, there was bleeding, and the mynx control vcd was removed. Manual compression was performed to achieve hemostasis. There was no reported injury to the patient. The device was used during a percutaneous transluminal angioplasty (pta) procedure in which a retrograde approach was made with a non-cordis catheter sheath introducer (csi). The mynx control vcd was prepped and used in according with the instructions for use (IFU) and there were no visible signs of damage to the device or device packaging prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the catheter sheath introducer (csi) insertion angle of 30 to 45 degrees, and a vessel diameter greater than 5mm in diameter. The puncture site did not have visible calcium, plaque, or stenosis greater than 50 percent. There were no stents placed near the access and the access site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the mynx control vcd. The device will be returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt. H3 other text : this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.